Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for eval. When the investigation is complete, a final report will be submitted.

Event description:
The damage appears as tiny punctures on the latex part, near the clamps of the extensions. This causes the liquid in the catheter to leak. The defect was noticed at the end of the catheter insertion since it is at that time liquid is injected under pressure into the catheter.